Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered therapy for an atrial rhythm followed by rapid ventricular response which was detected as fast ventricular tachycardia. The ICD remains in use. No further patient complications have been reported as a result of this event.